Manufacturer narrative:
The crutch bent and the end user fell and sustained an arm laceration that was repaired with sutures. The sample was not returned for eval and no photos were sent. The crutch reported to have been involved in the incident is labeled for a maximum end user height of 5'9". The end user is (B)(6) tall. We rec'd conflicting reports of the incident. Initially we were told the end user was standing with the crutches and fell when the crutch buckled as he proceeded to move. We were later told he fell when he was using the crutch to aid in getting from a sitting to a standing position. In the absence of a returned sample or photos to evaluate, a root cause has not been determined.

Event description:
It was reported that the crutch bent and the end user fell, suffering a laceration to his arm.